Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin in the patient line tubing after loading 100 units of insulin during the fill tubing process. There was no impact to the customer's blood glucose (bg) level. Customer was later able to complete the fill tubing process and resume insulin delivery.